Manufacturer narrative:
An event of aortic regurgitation and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Please note that per the instructions for use, "post-implant precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage".

Event description:
It was reported that on (B)(6) 2023 a 25mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient had a horizontal aorta. During the procedure, the valve position was optimal at 2mm prior to release. After release, the valve popped-out and migrated to the left coronary site. There was then further movement of the valve in the supra-annular position resulting in free aortic regurgitation. The physician decided to perform a valve-in-valve with a new 25mm navitor valve. The second valve was optimally positioned resulting in no para-valvular leak (pvl) and single a digit gradient of 4mmhg. Patient status during the procedure was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.